Event description:
This complaint is now reportable based on the analysis completed on 10/10/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x32mm taxus liberte drug eluting stent (des) was unable to cross the 90% stenosed, tortuous left circumflex (lcx). No patient complications were reported. However, returned product analysis revealed proximal stent damage.

Manufacturer narrative:
Returned product analysis revealed that the condition of the returned device was consistent with the complaint incident. Visual and microscopic examination of the returned device revealed proximal stent damage. Some of the stent struts were raised and misaligned. Proximal stent damage is consistent with the device meeting some form of restriction on withdrawal. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to handling damage.